Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 521 mg/dl. Customer treated with manual injection for high blood glucose. Customer also complained for no delivering alarm and it observed that it was resolved by changing complete set. The insulin pump will not return for the analysis. The reservoir will return for the analysis.